Event description:
It was reported that the patient's pump and catheter were replaced. The pump was noted to still have had '75 months eri left,' and it was suspected that the pump was replaced in error. It was unknown why the catheter was replaced, though it was reported as a 'normal catheter replacement.' It was later reported that the medication used within the system was morphine. It was unknown what exact symptoms the patient was having, but the managing pain physician scheduled him for a catheter replacement based on their symptoms and examination. The distal segment of the catheter had backed out of the intrathecal space and was 'wadded up' in the back under the original spine incision. The patient was thought to have not encountered any additional problems.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4). Analysis of the pump revealed no anomalies. The pump passed all non-destructive testing. The catheter was not returned.